Event description:
The pump trainer reports the patient received ems treatment for low blood glucose levels.

Manufacturer narrative:
Follow-up #1 01/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no pump history was available from the time of the complaint due to continued patient use. No performance testing was able to be performed because the pump was unable to successfully load the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.